Event description:
Dealer advised right tube from base on the back of the arm rest broke. Dealer has not seen the chair. Dealer advised asked enduser if replaced armrest would that fix the issue and dealer stated enduser advised yes it would. Dealer went online and verified part that he thought was needed. Dealer could not provide any further information.